Manufacturer narrative:
H10: the field service engineer (fse) reported the device generated no error code during this event. The fse diagnosed the issue with review of the device diagnostic log and visual inspection of the hose. The connection between the hose and the o2 wall source was found to be damaged. The hose was replaced with customer stock. The device was confirmed to be operating per specifications and no ventilator failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the oxygen (o2) tip does not adapt to the o2 cylinder in use with the v60 ventilator. The device was in clinical use. There was no report of harm, nor other patient/user impact. A philips field service engineer (fse) evaluated the device and reported there was no malfunction with the ventilator, however, the o2 hose in use was damaged.